Manufacturer narrative:
Concomitant medical products: 638rl32 heart ring ,implanted: (B)(6) 2016.

Event description:
It was reported that the patient's lead was undersensing, and had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.